Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth and infection at implant site. Subsequently, the patient underwent revision surgery to remove the excess skin (date not reported) and treated with topical antibiotics.